Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 3.50x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the catheter of the stent broke. The device was completely removed from the patient's body and the procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the center to proximal end of the stent had several bent and slightly lifted stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 337mm from end of hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 3.50x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the catheter of the stent broke. The device was completely removed from the patient's body and the procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.